Manufacturer narrative:
Concomitant therapies: juvéderm volbella® xc. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme upper lip swelling,¿ "very hard," granulomas, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported patient was injected in the lips with 2 syringes of juvéderm volbella® xc and in the oral commissures and marionette lines with juvéderm® ultra xc. Patient developed ¿extreme upper lip swelling¿ approximately 2 months later. The next week, patient was seen for follow up and the area of injection is "very hard." Patient has developed what the office believes are "granulomas." Patient was prescribed a "high dose steroid" and was injected with hyaluronidase one week later. Patient received a deep dental cleaning for periodontal disease concomitantly with the injection. Symptoms appeared to have resolved approximately 4 months post injection. Approximately 10 months after injection, healthcare professional reported patient has 3 new nodules in the upper lip. Hyaluronidase was given as treatment. It is unknown if symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2017-01051 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra xc, also a device manufactured by allergan.